Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed under sensing on the implantable cardioverter defibrillator (ICD). No changes or intervention was performed. There were no patient consequences.